Event description:
During orif right hip procedure surgeon was reaming the femur over the bent guide wire and the reamer head broke. Surgeon removed pieces and could not retrieve all pieces. Pieces remain in the patient's bone. Surgeon decided to plate patient rather than ream and nail because of patients weight. The procedure was completed.

Manufacturer narrative:
Additional information has been requested. Device is an instrument and is not implanted/explanted. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.